Event description:
A customer contacted a baxter clinical services consultant to report an issue with one clearlink duo-vent c-flo set10 dpm duo-vent set. According to the report, the customer stated that they are experiencing multiple upstream occlusion alarms, with no readily apparent cause. There was no indication of a patient injury or adverse event to be in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is known and the evaluation is ongoing. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer's reported condition could not be confirmed; the root cause could not be identified.